Event description:
New information noted the patient initially presented to the emergency room after receiving a shock. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was undersensing atrial flutter resulting in an inappropriate shock. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage therapy. The patient condition was unknown. No further information was reported on this event.